Event description:
Pump was sent in with a report of failure code 812:02. Although an attempt had been made, no info was obtained regarding pt status, medical intervention, pt injury, age of pt, or medication involved.